Manufacturer narrative:
The insulin pump passed all functional testing's including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose and large ketones. The customer declined to troubleshoot, requesting a new pump. The customer also got a no delivery alarm. The customer's blood glucose was 325mg/dl. The customer was treated with IV. The customer was advised the device will be replaced.